Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at olympus (B)(4). There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, omsc surmised that this phenomenon was attributed to the following. - physical stress such as rubbing the insertion section - chemical stress due to the difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. - poor condition of the storage cabinet such as environment exposed to the direct sunlight, high temperature, high humidity, or x-rays and/or ultraviolet-rays - aging deterioration - others if additional information is received, this report will be supplemented.